Event description:
It was reported that the flotrac sensor began drifting and was unable to be zeroed. The issue recurred several times and while the flotrac sensor and the cable were not believed to be malfunctioning, the customer suspected that the databox utilized by the ev1000 platform was the source of the issue. There was no report of patient compromise as a result of the reported event.

Manufacturer narrative:
The device evaluation was not complete at the time of this submission. Evaluation results, review of the device history record, investigation, and a conclusion will be communicated in a follow-up submission.